Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted; one in the l-pda and one in the circumflex. Two resolute onyx des were implanted during a revasc procedure, one in the cx and one in the om. Approximately 31 months post index procedure the patient suffered chest discomfort with exertion. Patient was hospitalized and ptca with brachytherapy of the cx carried out. A non-medtronic balloon was used. Patient recovered. The investigator and the sponsor assessed the event as not related to the anti-platelet medication or the device. Stent thrombosis in the circumflex (cass #19) was confirmed by angio. Event was treated with poba. Cec adjudicated the event as tlr percutaneous intervention of the cx.